Event description:
2001 #18 inserted left upper forearm. Three days later IV discontinued. Blood cultures positive staph epidermidis. Beta lactomose neg (septic phlebitis). The next day temp increased to 104. Blood cultures negative. Ivs - d5lr with 20 kcl, d5ns with 30 kcl, mgs04/100 d5w, tpn (ivativan); unable to match line.